Manufacturer narrative:
Concomitant medical products: product ID: 407645, serial#: (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also reported that at times premature termination of mode switch occurred when atrial events occurred in absolute blanking periods. The ra lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.